Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. Yesterday customer¿s blood glucose value went to 485mg/dl and had been doing bolus with carbs but couldn¿t get it down and today customer was at 422mg/dl. Customer treated high blood glucose with injection. The drive support cap appeared normal. Customer declined to performed high pressure test. Customer stated that they changed the set and mentioned that the doctor prescribed new medication and started taking prednisone and noticed high sugars after taking medicine and the blood glucose value was 406mg/dl and the customer took injection. Insulin pump will not be returned for analysis.